Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported, since implant, that the leadless implantable pulse generator (ipg), "did not work." The leadless ipg was programmed off and replaced with a trans-venous ipg. No patient complications have been reported as a result of this event.